Event description:
Information was received that this smiths medical cadd legacy plus pump exhibited ?no disposable pump won't run" alarm. It was reported that the pumps was turned off, tubing clamped, and cassette removed and no air in the device reported. Then the tubing was massaged, and cassette tapped on a firm surface, pump restarted, and display reads run. It was reported that that at end of call pump started to beep a two-toned beep, and keypad will not respond when pressed. No patient injury reported.